Manufacturer narrative:
(B)(4). Correction to remove statement "the g5 system is associated with product code pqf. Product code pqf is not currently available in field d.2b."

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 03/16/2017 that on (B)(6) 2017, the receiver displayed a double arrow up indicating a rapid change when the patient was level per finger stick. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.